Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump did not deliver the boluses and did not alarm. It was stated that the infusion set was changed and the customer's blood glucose were still high. Troubleshooting was performed. It was stated that the customer was ill, which may have caused to rise the glucose level. No further info was provided.